Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the set up joint (suj) involved with this complaint and completed the device evaluation. The suj was analyzed and found to have restricted movements at axis 5. This type of error did not show up on the error log history. The stop block wrist was found broken at the axis-5 brake clamp, axis-5 stop block wrist, and axis 5 rubber bumpers.

Manufacturer narrative:
The set up joint was returned for failure analysis due to error 22001. The error was confirmed but not replicated. The unit was installed on an in-house system and the unit did not trigger any errors. Exercising each axis thru its range of motion did not trigger any errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the occurrence of error 22001 occurred indicating a pot sensor error, an investigation was completed to determine the cause of the reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reconnected the psm in the left position, replaced the suj, and redocked the psm to resolve the issue. Following service, the system was tested and verified as ready for use. The complaint regarding error 22001 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The complaint regarding error 22001 occurred indicating a pot sensor error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. An RMA has been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Additional information is being gathered to determine the contribution of the device to the customer reported issue. Verification of the event details was performed by the fse at the time of service. Event verification of the logs confirmed that dr. Gilad amiel performed a radical prostatectomy without lymphadenectomy surgical procedure on (B)(6) 2022 using system sh0555. Review of the provided images is consistent with the alleged complaint of the system recognizing the arm position on right while actually it was on physically on the left. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, error 22001 occurred indicating a sensor error. The customer contacted technical support; however, the surgeon made the decision to abort the procedure post anesthesia and port placement with a procedure delay greater than 30 minutes. No injury was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. Error 22001 occurred when attempting to stow the patient side manipulator after set up joint (suj) replacement on (B)(6) 2022. The error appeared only when attempting to stow psm3. After troubleshooting, it was determined the system could be used; however, the pot sensor was ordered for replacement. The next procedure was on (B)(6) 2022; however, the pot sensor had not been replaced. The system powered on without any errors (psm3 was not in stow position) and prepared to procedure as usual. The system was docked with psm3 on the left side, however, the system recognized and displayed the arm position on right of the system. The issue was identified after the surgeon took control of instruments with the surgeon side console.